Manufacturer narrative:
(B)(4). As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) that this device displayed a high impedance error via low voltage measurement. Ts recommended that the local representative should repeat a manual lead impedance measurement. If the measurement is high, ts suggested that the local representative should end the session. Data should be saved to an sd card and uploaded for review. The patient should not leave the clinic as a device replacement may be needed. If the manual lead impedance measurement is not high, isometrics and pocket manipulation should be performed. The sense vectors should also be evaluated. Boston scientific received information from the local representative that a manual lead impedance test was performed and a high impedance message was displayed. No chest x-ray was obtained. All of the sense vectors were evaluated and appeared normal. All of the information was reviewed by the (B)(6). The patient is scheduled for a device replacement on (B)(6) 2016.